Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Customer was assisted by technical support to inspect and clean the pump, remove the cartridge o-ring, and ensure proper loading of the cartridge. With these steps, customer successfully completed the process and resumed insulin delivery.